Event description:
It was reported that difficulty removing a balloon and component detachment occurred. The 60% stenosed, 4mm target lesion was located in the heavily calcified proximal left anterior descending artery (lad). The lesion was pre-dilated with a 3.0 semi-compliant balloon and was noted to be not well expanded. A 10 mm x 3.50 mm wolverine coronary cutting balloon was used to dilate the lesion. Retrieval of the cutting balloon was not possible after inflation and deflation at the lesion site. The balloon was inflated and deflation an additional time but it was still not possible to retrieve. After several attempts to retrieve the cutting balloon, it separated from the shaft. The distal portion of the balloon and blades remained in the vessel. The patient was transferred to surgery where acute surgery was performed. The patient received two grafts and with a lot of force, the distal portion of the balloon and blades were removed. No additional patient complications were reported and the patient status was stable. Device eval by manufacturer?: the device was received with a complete break of the shaft polymer extrusion located proximal of the balloon of the returned device. The balloon section of the device was not returned for analysis. A visual and tactile examination identified that the shaft polymer extrusion was completely broken proximal of the proximal balloon bond. The balloon section of the device was not returned for analysis. The entire length of the shaft was also noted to be severely stretched. This type of damage is consistent with excessive tensile force being applied to the device as the user attempts to remove the device from the patient. A visual and tactile examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty removing a balloon and component detachment occurred. The 60% stenosed, 4mm target lesion was located in the heavily calcified proximal left anterior descending artery (lad). The lesion was pre-dilated with a 3.0 semi-compliant balloon and was noted to be not well expanded. A 10 mm x 3.50 mm wolverine coronary cutting balloon was used to dilate the lesion. Retrieval of the cutting balloon was not possible after inflation and deflation at the lesion site. The balloon was inflated and deflation an additional time but it was still not possible to retrieve. After several attempts to retrieve the cutting balloon, it separated from the shaft. The distal portion of the balloon and blades remained in the vessel. The patient was transferred to surgery where acute surgery was performed. The patient received two grafts and with a lot of force, the distal portion of the balloon and blades were removed. No additional patient complications were reported and the patient status was stable. Device eval by manufacturer: the device was received with a complete break of the shaft polymer extrusion located proximal of the balloon of the returned device. The balloon section of the device was not returned for analysis. A visual and tactile examination identified that the shaft polymer extrusion was completely broken proximal of the proximal balloon bond. The balloon section of the device was not returned for analysis. The entire length of the shaft was also noted to be severely stretched. This type of damage is consistent with excessive tensile force being applied to the device as the user attempts to remove the device from the patient. A visual and tactile examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
From malfunction to serious injury. Images received and reviewed by medical safety: the images provided are consistent with the wolverine stuck in lesion / catheter shaft separation complaint. Interaction between the wolverine microtomes and the dense calcification in the cto lesion may have contributed to the device entrapment. Additionally, lesion angulation encountered by the balloon during inflation may have contributed to the interaction between the microtomes and the calcified tissue. The patient required surgical intervention after percutaneous attempts at retrieval failed. Procedural prolongation and additional surgical procedures caused by balloon catheter withdrawal difficulty and catheter shaft separation are serious harms included in the wolverine risk management documentation.